Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the surgeon found the need to squeeze the trigger with more force at the second stroke and the knife returned back. Can't squeeze the trigger at the third stroke, opened the jaw, found the device only cut the lobe but no staples. Another like product was used to complete the procedure. There was no adverse consequence for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5548j. The sc60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.